Event description:
During an elective percutaneous coronary intervention (pci) on a pt, the stent delivery system (sds) kinked and then broke while attempting to cross the lesion. The target lesion was the first (1st diagonal branch. The lesion was reported to be: de novo, calcified, and not tortuous. The fractured sds was successfully removed from the guiding catheter as a unit. Another cypher stent was used to successfully treat the pt. There was no reported pt injury.